Event description:
It was reported during an in-clinic check high pacing thresholds were observed. The lead was capped and replaced on (B)(6) 2017. Patient condition was stable. Lead will not be returned for evaluation.